Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 4076, implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that there was chatter on the lead indicative of lead fracture. There was also loss of capture as well. Follow up at the patient¿s clinic determined the right ventricular (rv) lead was not fractured, however the doctor determined the lead did have chatter and should be replaced. The rv pace/sense lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.